Event description:
On (B)(6) 2012, customer reported a fluid leak of diluent and blood by the front chambers of the dxh 800 instrument. Customer was initially unable to determine the source of the leak and requested service. Customer reinspected the instrument and found loose tubing near the sampling area was the cause of the leak. Customer reattached the loose tubing and this resolved the issue. Service was cancelled.

Manufacturer narrative:
(B)(4).